Event description:
Product reference number: 2017865-2025-00344. It was reported that a patient presented at clinic due to right ventricular (rv) lead and left ventricular (lv) lead dislodgement. Both leads were explanted and successfully replaced. The patient was stable.